Manufacturer narrative:
Analysis was normal. No anomalies were found. The initial medical device report was submitted via an alternative summary report on 01/31/2018 (B)(4).

Event description:
The initial medical device report was submitted via an alternative summary report on 01/31/2018 (B)(4). It was reported that infection was observed on the device. Device was explanted and a new device was implanted. No further information available.